Manufacturer narrative:
The defective product was not used on a patient and was product was returned. Operator or user of the device not applicable since device defect was discovered prior to use. Retains from same lot were reviewed and product met specifications. At this time this appears to be a very isolated event. End of report.

Event description:
It was alleged by a user facility that a 3m universal electrosurgical pad was missing its conductive adhesive. The product with missing conductive adhesive was not used on a patient.